Event description:
On (B)(6) 2013, a patient reported blood glucose results of ¿599 mg/dl¿ with a lifescan meter and ¿399 mg/dl¿ on another meter, performed within minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products involved with this complaint have not been returned to lifescan at the time of this report. If the products involved are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.